Event description:
The article, "Prognostic Value of the Meta- Analysis Global Group in Chronic Heart Failure Risk Score in Patients Undergoing Mitral Valve Transcatheter Edge- to- Edge Repair", was reviewed. This research article is a retrospective multicenter experience to evaluate the prognostic value of the Meta-Analysis Global Group in Chronic Heart Failure (MAGGIC) score and compare its performance with that of other established surgical risk models, as well as with recently proposed mitral-transcatheter edge-to-edge repair (M-TEER)-specific prognostic scores, with a focus on accuracy and clinical applicability. The device included in the study was MitraClip. The article concluded that the MAGGIC score independently predicted 1- and 3-year all-cause death after M-TEER in both functional mitral regurgitation (FMR) and degenerative mitral regurgitation (DMR) cohorts and cardiovascular death in the FMR cohort and at 3 years in the DMR cohort. It demonstrated comparable or superior predictive performance to conventional surgical and M-TEER-specific risk models. \[The primary and corresponding author was Masahiko Asami, Division of Cardiology, Mitsui Memorial Hospital, Kanda- Izumicho 1, Chiyoda- ku, Tokyo 101- 8643, Japan. Email: asami560725@yahoo.co.jp.]"This study included patients who underwent M-TEER from 01 June 2018 to 30 June 2023. A total of 3609 patients were included in the study, all of which received an Abbott device. The median age was 81 years. The majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes, chronic obstructive pulmonary disease, atrial fibrillation/flutter, coronary artery disease, chronic kidney disease, heart failure, and prior myocardial infarction and stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of MitraClip were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, chronic obstructive pulmonary disease, atrial fibrillation/flutter, coronary artery disease, chronic kidney disease, heart failure, and prior myocardial infarction and stroke. Complications reported included Device Embolization, Incomplete Coaptation, Unspecified Tissue Injury, Heart Failure, Surgical Intervention, Hospitalization/Prolonged-Hospitalization, Death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.Literature attachment: Prognostic Value of the Meta- Analysis Global Group in Chronic Heart Failure Risk Score in Patients Undergoing Mitral Valve Transcatheter Edge- to- Edge Repair.B2: Death date was estimated.B3: Event date was estimated.D4: The UDI number is not known as the part and lot number were not provided.